Event description:
It was reported that the device was explanted; however, the explant reason is unk. Ra officer germany could not provide pt info to customer so no additional info is available. Device not available for return.

Manufacturer narrative:
Device not returned.